Event description:
As reported, during an unknown procedure on (B)(6) 2024, the surgeon used a optifix straight fixation device which had expired on 28-oct-2023. It was reported that no additional medical or surgical intervention required for the patient. There is no malfunction of the device reported. There was no reported patient injury.

Manufacturer narrative:
As reported, expired optifix fixation device was inadvertently used in the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. There was no reported patient injury, change in course of treatment, or any medical/surgical intervention due to the issue. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.